Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 24mm, diameter 2.25mm, was intended to treat a lesion in a pt. It was reported that the stent became damaged during the procedure. It was reported that the device was passed down the catheter to lesion site which had previously been ballooned. It was decided to put in a new catheter. When the stent was retrieved, the stent struts had been buckled and distal struts opened up. No further info has been received. Pt status post procedure is unk. The device has not been received for eval.

Manufacturer narrative:
(B)(4). Results: failure to deliver, stent deformation. Reason for stent deformation unk.